Event description:
Upper endoscopy procedure. Difficult intubation with endoscope g3; entered trachea with trauma. Changed to g6 endoscope utilizing ng tube as passage to follow into esophagus. Edema of right neck; right clavicle observed with crepitus. Pt complained of pain, difficulty swallowing. Admitted from short (same day) procedure to hospital. Discharged in 2001.